Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 586 mg/dl. Customer stated that there was fluid under the lcd display and cracks in the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement and self tests. After further review, there are signs of previous moisture presence and corrosion around the battery connectors, and on the back of the lcd screen. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.